Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use. The philips field safety engineer (fse) inspected the system onsite and confirmed the system was not booting up. Review of the system log file showed that malfunctioning of flexvision pc resulted in system not being able to complete the startup. The fse replaced the flexvision pc, hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of software, the system was returned to use in good working order.

Event description:
It was reported then powering on their allura xper fd20 system it does not reboot all the way.